Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4968 x2 implantable pacing leads: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device had not been collecting diagnostics since implant. It was also reported that implant detect was still initializing and did not complete at implant as the patient is in chronic atrial fibrillation. Implant detect was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.